Event description:
The plaintiff suffered from inter alia urticaria, hand dermatitis, allergic rhinitis, itchy and watery eyes, chest congestion and dyspnea (wheezing and asthma). Plaintiff further alleges that above-described symptoms were caused by being exposed to latex gloves and that plaintiff suffered severe and irreversible latex allergy. Plaintiff has been diagnosed as suffering from type-1 latex allergy. As a result of exposure to latex gloves, plaintiff is restricted from entering any environment where plaintiff is exposed to latex proteins. Plaintiff alleges that entering such environments puts plaintiff at serious risk for anaphylactic reaction. Furthermore, plaintiff must live life in constant vigilance for the presence of latex products, avoiding everyday common products that contain latex. The plaintiff is restricted in life as to where plaintiff can go, what plaintiff can do with plaintiff's life, with career, and with the family. Plaintiff finds it difficult to seek medical and dental care, and entering a non-latex safe environment in a hospital, for any purpose, is a health hazard. Plaintiff has suffered and will continue to suffer in the future, emotional distress, and an inability to engage in normal activities. Plaintiff has suffered physical injuries, including but not limited to urticaria, hives, allergic rhinitis, itchy and watery eyes, and dyspnea, and other physical injuries, as well as despair, and loss of enjoyment of life, all of which are of a permanent and continuing and life threatening nature, and other damages. Finally plaintiff has suffered great loss and depreciation of earning capacity and will continue to suffer same for an indefinite time in the future.